Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 29 mg/dl at the time of the incident. The customer was at 158 mg/dl at the time of the call. The customer used juice and food and was given a glucagon shot and intravenous fluids to treat. The customer experienced symptoms such as belligerence. The customer was wearing the insulin pump during the incident. Customer believes the pump over delivers insulin. Troubleshooting was completed. The customer was on acne medication, blood pressure medication, as well as antibiotics. The customer also gets no delivery alarms. The customer also had a low blood glucose incident on (B)(6) 2017. The customer's blood glucose during the incident was 39 mg/dl. The insulin pump will not be returned for analysis.